Manufacturer narrative:
This occurred on an unspecified date reported as "this week". (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection with the naked eye identified the cap had crack. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was crack on a minicap. This was noticed after use for peritoneal dialysis therapy. There was no allegation against the patient¿s transfer set, however, it was changed at the hospital as a precautionary measure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.